Manufacturer narrative:
The lead is currently not available for analysis. At this time, we are not able to draw any final conclusions with regard to the clinical observations. The investigation will be continued as soon as we have new information.

Event description:
Ous MDR - lead dislodgement that led to loss of capture was reported. The patient was admitted and the lead was replaced. The lead was not returned to biotronik. No worsening of the patient's health was reported.